Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: no pump reboots were observed in the pump's black box history. The battery compartment was found to be cracked. There was corrosion observed inside the battery compartment. The returned battery cap had stripped threads. The battery cap was unable to maintain an electrical connection. The power issue was duplicated. A test battery cap was able to secure to the pump. The test battery was able to complete a 24 hour duration test with no further power interruptions.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked with moisture, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.